Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, minor scratches on the display window, a cracked display window, and a stained end cap sticker. No motor noise anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had a climbing accident and damaged the insulin pump. Customer stated that the screen is scratched and cracked, the keys are sticky and the motor grinds when rewinding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.